Event description:
Customer reported that the t: slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no reported adverse impact. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.